Event description:
The pt reported elevated blood glucose with nausea and vomiting. Paramedics arrived and measured her blood glucose at 469 mg/dl. The pt stated that she had placed the infusion set the day before and when it was removed she discovered that the cannula was completely bent. The pt alleged that the pump should have emitted an occlusion alarm to warm her of the bent canula and it did not alarm. She confirmed that the occlusion sensitivity setting was programmed to high sensitivity. The pt said that she could not be sure if insulin was leaking at the site.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will filed. No conclusions can be made at this time.